Event description:
On june 1, 2006 the lay user/reporter (patient's daughter) contacted lifescan alleging that the brand new one touch ultra would not turn on. The medical affairs specialist spoke with the reporter on june 2,2006 to obtain/verify information. The patient undergoes dialysis treatment 3times a week and is given insulin as needed at the dialysis clinic. On the night of may 30, 2006, the patient tested on her meter and reportedly got a "160 mg/dl" before going to bed. At an unknown time, the old meter stopped working and the meter was thrown away. The next morning, the patient received her dialysis treatment and by the time the reporter got home around 9:10pm, she found the patient feeling unusually tired. Had no energy and was feeling "kinda blah." Since the patient did not have any meter to test with , the reporter went to the store to purchase a new meter. The reporter noticed that the meter kit's closure seal was missing but the store insisted that the kit was ok. When she got home, the meter would not turn on. She saw the battery was incorrectly installed. After reseating the battery, the power issue persisted. The reporter also stated that the control solution was missing and thinks that the kit may have been tampered or used. Since the patient could not obtain blood glucose result, the reporter called the advice nurse who advised her to take the patient to the hospital for a blood glucose test. Before going to the emergency room, the patient did not receive any treatment at home. The patient's granddaughter took the patient to the emergency room around 11-11:30pm where the patient got a "low" blood glucose result and was given a " sugar tablet." This complaint is being reported because the patient was unable to test while experiencing low blood glucose symptoms and eventually received medical treatment at the emergency room. While the patient was at the emergency room, the reporter went to another store and bought a new working meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.